Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the rn placed the pump in an idle state while disconnecting the patient from the IV tubing and saline/medication sprayed off of the maxzero¿ needleless connector into the nurse's face. There was no report of nurse or patient harm.

Event description:
The customer reported that the rn placed the pump in an idle state while disconnecting the patient from the IV tubing and saline/medication sprayed off of the maxzero needleless connector into the nurse's face. There was no report of nurse or patient harm.

Manufacturer narrative:
The customer¿s report of spraying from the maxzero valve occurring during disconnection was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.